Event description:
It was reported the customer was experiencing high blood glucose. Customer also reported they were unable to bring their blood glucose down to lower than 300 mg/dl. The customer's blood glucose was 450 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty, constant pain, cramping and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump passed a high pressure test. Troubleshooting was unable to confirm if the customer had a bent cannula. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.